Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in threshold measurements and a decrease in r-wave measurements. It was observed that the lead had dislodged and impedance measurements had decreased. There was no additional information obtained for the specific impedance measurement and lead dislodgement was not confirmed. Furthermore, the lead was repositioned. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.